Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical /procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x32mm synergy stent was used for treatment. However, during procedure, it was noted that the stent struts were lifted. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient' status was stable.